Event description:
Revision surgery - due to the patient falling, causing a periprosthetic fracture and the dislocation of their hip.

Manufacturer narrative:
The reason for this revision surgery was identified as a fracture and dislocation after 16 days of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the ninth complaint for this product: two for a fit issue, two for stability/poor joint issues, four due to trauma, and one due to dislocation. This is the first complaint for this lot number. The root cause for the fracture and dislocation was most likely due to the patient falling. The information reviewed showed the parts met design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.